Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 16 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Eleven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died. The primary cause of death was cardiac insufficiency. At the time of the event, the subject was on aspirin and clopidogrel. No action was taken to treat the event, and it is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(6).